Manufacturer narrative:
Approximate age of device ¿ 5 years, 11 months. The replaced portion of the driveline was received, but the evaluation is not yet complete. The explanted pump is expected to be returned for evaluation, but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that multiple low speed operation alarms were received on the system controller. It was noted the speed dropped down into 5000's rpm. The patient was reported to by asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed multiple power spikes in addition to the reported low speed events below the low speed limit. X-ray images submitted for review showed a sharp bend angle internal around pump as well as area of thinning on external percutaneous lead (driveline) near a clamshell. Rescue tape was present at this particular site. On (B)(6) 2018, an external distal end driveline replacement was performed. On (B)(6) 2018, the patient underwent a pump exchange due to a continued short to shield. No further information was provided.

Manufacturer narrative:
It was previously reported that the pump would be returning for evaluation. The customer then communicated that the pump would not be returned. Manufacturer's investigation conclusion: although a root cause for the low speed events captured in the log file cannot be conclusively determined through this evaluation, the events appeared to be consistent with a potential compromise in the driveline. Technical services personnel arrived on-site on (B)(6) 2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 16¿. A clamshell from a prior repair was present. Visual examination of the driveline revealed rescue tape applied between approximately 2-4" from the controller connector. The tape was removed revealing a small tear to the outer jacket approximately 2.5" from the controller connector. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding beneath showed some breakdown approximately 0.75" and 2.5" from the controller connector. The underlying wires did not reveal any signs of insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. No alarms were initially reported following the repair. However, the center reported that the patient received a pump exchange on (B)(6) 2018 due continued driveline electrical shorts. Additional information received on (B)(6) 2019 stated that the pump would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: the cause of the reported event was confirmed during the evaluation of pump. The pump was returned with the driveline cut into three segments. The examination found breakdown of the braided shield from approximately 10.5¿ to 11.5¿ from the pump housing. Visual inspection of the wires found a breach in the yellow and green wires approximately 10.5¿ from the pump. A second breach in each wire was also found approximately 11.5¿ from the pump housing. No additional wire breaches were found while examining and electrically testing the remainder of the driveline. The damage to the yellow and green wires would have caused the low speed events captured on the submitted system controller log file. All of the observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. Incidental findings: a small tear was found in the silicone outer jacket of the replaced section of the driveline. The tear was cosmetic and would not have contributed to the reported event. Heartmate ii lvas patient handbook, document 10006962, rev. C, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate ii lvas IFU, document #10006960, rev. C contains sections entitled ¿unique treatment issues¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.